Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 30. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, increased sensitivity, fistula and inflammation. No further patient complications were reported.